Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported by the nurse that the temperature steadily climbed from 37c to 41c in the foley catheter over a few hours. The auxiliary and oral temperature did not rise. The nurse switched out the sensica unit and temperature cables and saw a similar 41c reading. Later the patient needed to go to surgery so both the sensica units were given to the onsite team and tested with temperature keys, and each read the temperature keys correctly. The nurse put the patient on a third sensica system and still read 41c after surgery.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿sensor wire too weak/ thermistor chip too weak/ handling damaged¿. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter" the device was not returned.

Event description:
It was reported that the nurse reported temperature steadily climbed from 37c to 41c in foley catheter over a few hours. The auxillary and oral temperature did not rise. The nurse switched out the sensica unit and temperature cables, and saw a similar 41c reading. Later the patient needed to go to surgery so both the sensica units were given to the onsite team and tested with temperature keys, and each read the temperature keys correctly. The nurse put the patient on a third sensica system and still read 41c after surgery. Per follow up mail received on 08mar2022, there was no impact to the patient and no medical intervention required. Foley was removed when patient was discharged. Foley temperature drifted up over time than out of range.